Manufacturer narrative:
Correction: manufacturer report 2017865-2018-11047, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, pacer dependent patient's device was explanted and replaced prophylactically. The patient tolerated the procedure well and was stable pre, during, and post procedure.